Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the lower link switch was stuck. During evaluation of the device, the reported event was reproduced. A review of the event history log revealed a 'system error 322' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the stuck lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.